Event description:
It was reported the patient underwent a lead revision due to known open circuits. The patient's battery and extension had been replaced in june. At that time the patient was not feeling stimulation and open circuits were found in the system. The patient had not used the system, due to the need for the surgical lead revision. On approx six months later in 2008, the patient's lead was replaced. Possible breakage of the lead was indicated as the reason for replacement. The patient recovered without sequela.

Manufacturer narrative:
The lead and anchor were returned for analysis which was not complete as of the date of this report. A follow up report will be submitted when device analysis is complete.